Event description:
Rec'd info stating that due to a ventilator malfunction pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the touch frame pcb. The ventilator passed all testing. Covidien was not authorized to svc the device.